Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5, g2 (adding other/germany), h4, information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope connector was damaged during device handling by the user, as a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. Additionally, service found the angle wire became longer than normal, there was breakage of the insertion tube rotation mechanism, stress caused by excessive squeezing (handling problem), deformation or breakage due to physical stress (handling problem)and physical stresses due to drops and hits. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the event found during evaluation. There was no patient involvement.